Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709, a0908, a22: the probe was removed from the field and the system would still collect points / after verifying the probe successfully and beginning the trace, the system prompted re-verification d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.0.1 product ID: 9735736, software version #: 2.0.1 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a trace registration, the surgeon reported they stopped tracing and the system continued to collect points. The surgeon reported the probe was removed from the field and the system would still collect points. Stationary probe setting was being used for registration. The surgeon additionally reported after verifying the registration probe successfully and beginning the trace, the system prompted re-verification of the probe. The field representative reported the surgeon began trac patterns right next to the divot. No known impact to patient outcome. No further information. Additional information was received. It was reported that there was a surgical delay of less than one hour.